Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red pimples under the electrodes. There was no alleged device malfunction. The patient's physician advised the use of hydrocortisone cream. The patient reported that the rash was improving.